Event description:
The pt was attempting to use the siderails to assist them with repositioning themselves in the bed when they fell out of the bed. The facility contact reported the pt had migrated down and was trying to get more towards the head of the bed. Allegedly, it was at that time the siderail fell off the upper arm weldment and the pt fell out of the bed. There were no witnesses. Pt was complaining of sharp pains down the left leg. Medical report is unavailable. No injury reported.